Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.00 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found hapt torn, lens had a curved shape, and found foreign material (residue) on lens surface. Claim # (B)(4).